Event description:
An endurant bifurcated stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm; the patient also had an iliac artery aneurysm. It was reported that when the backend wheel was loosened 2 or 3 turns for deployment of suprarenal stent, it fell off. The physician tried to get it back together; however, it failed. When the physician continued rotating the gray color part (rear handle), the suprarenal stent successfully deployed. As the delivery system was removed, the spindle was restored and connected to the t-tube with a syringe. The delivery system was successfully removed. No clinical sequelae were reported and the patient is fine. Physician¿s comments: the gray color part (rear handle) was unable to be rotated as was expected.

Manufacturer narrative:
(B)(4). Evaluation results: insufficient information; cause is unknown. Evaluation conclusion: insufficient information; cause is unknown.